Event description:
It was reported that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was discharged with a prescription for apixaban. During a routine follow up examination on (B)(6) 2022 a mobile thrombus was discovered on the surface of the closure device on the mitral side. The patient will continue to take oral anticoagulants. No patient complications were reported.